Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (90% stenosis degree) in a severely tortuous segment of the distal unknown vessel. Due to severe calcification, the orsiro mission could not be advanced to the target lesion.